Event description:
On 11/16/1998 a pt underwent a percutaneous transluminal coronary angioplastry procedure in the right groin with hemostasis obtained by mechanical pressure. On 12/02/1998 the pt underwent a diagnostic procedure following which an angio-seal device was placed in the pt's right groin. The pt remained in ccu for care related to a myocardial infarction, and was discharged to home in satisfactory condition. On 12/18/1998 the pt presented to the emergency room with complaints of chest pain, fever, chills, and hypotensive symptoms. A pseudoaneurysm (size not documented to manufacturer) was also noted at that time. The pt was rehospitalized and blood and urine cultures came back positive for staph aureus. The pt was placed on antibiotics, and an incision and drainage was performed (date of procedure not recorded). On 12/22/1998 the pt was discharged home with a pic line in place in order to receive a 26 days course of intravenous antibiotics. As of 02/01/1999 there has been no report to the MFR of further complication or add'l pt sequelae.